Manufacturer narrative:
(B)(4). The reported product is an unknown baxter healthcare corporation transfer set. This is an open-label study from (B)(6) which was a multicenter, randomized study. The title of the study is ¿(B)(6)¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by turbid dialysate and increased floc or fibrin with decreased ultrafiltration. Two days after onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was reported to be due to a disconnection between the extension tube (transfer set) and the peritoneal dialysis catheter. On unreported date(s), the patient was treated with cefteram pivoxil (route, dosage, frequency, and duration not reported) and doxofylline (route, dosage, frequency, and duration not reported) for the peritonitis event. Beginning on the day hospitalization started, the patient was treated with cefoxitin 1 gram every twelve hours intravenously (duration not reported), cefathiamidine 1 gram every day intraperitoneally (duration not reported), and amikacin 0.2 grams every day intraperitoneally (duration not reported) for the peritonitis event. It was not reported if peritoneal dialysis therapy was ongoing. The patient was recovering from the peritonitis and the patients' condition was reported to be relatively stable. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). After two weeks, remedial treatment with amikacin, cefathiamidine and cefoxitin was discontinued and on the same day and the patient was discharged from the hospital. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.